Event description:
The customer reported via phone call that yesterday he was priming the tubing and was unable to push insulin through. Customer changed the reservoir and attempted to prime with the current set and it did not work. Customer changed the tubing and used the new reservoir, but it still did not work. Customer got a new set and reservoir and used a new transfer guard, which resolved the issue. Customer was successful in priming the tubing. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer has been using the insulin pump since 1998 and never had this issue before. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.